Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that they had to press buttons harder and a few times for it to respond and had to reboot pump the previous night due to buttons not responding. Customer stated that they had to change out batteries more than once a week and there was crack on pump. Customer also stated that the backlight is more dim and the pump rewinds louder and slower than before. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.